Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Document review: gmk primary cemented std femur size 5 left: code (B)(4)/lot 122101 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Thirty-one items belonging to this lot have been already sold and no similar incidents have been reported. Gmk primary cemented mobile tibial tray size 5 l - not marketed in the USA: code (B)(4)/lot 122806 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Thirty-three items belonging to this lot have been already sold and no similar incidents have been reported. Gmk primary std mobile tibial insert size 5, 12 mm - not market in the USA: code (B)(4)/lot 114101 ((B)(4) items producted): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, the infection is highly likely not device related.